Event description:
It was reported by the surgeon that patient was operated on right hip on in 2002. Post-op noted as excellent. No pain, no functional limitation. Three years later, accidental fall leading to a direct trauma on the right trochanter region. Pain and functional impairment. Four months later, radiologic evidence of acetabular aseptic loosening, no septic sign. In 2005 x-rays showed a complete lucent line around the cup, no line around the screws. Acetabular revision. No wear, no lysis, no septic local sign were observed. The cup is loose, while the screws remain well fixed. No bony ongrowth on the cup, only fibrous. The stem is left in situ.